Manufacturer narrative:
Additional information: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a device contained inside a yellow bag; therefore, a device analysis could not be completed. Furthermore, the reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location and the pump was observed to have some crystallization of the drug within the sealed bag. The issue was detected prior to dispensing. The device was filled with 4450mg 5-fluorouracil and 26ml saline having a final volume of 115ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.